Manufacturer narrative:
The product was not returned for evaluation as it was discarded at the hospital. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No further actions will be taken at this time.

Event description:
It was reported that there was a disconnection at the three way valve. This was a pediatric patient. The clinician noticed the disconnection immediately and secured the connection. There was no harm or injury to the patient. No further clinical information is available.